Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the programming head was tested and no problem was found. (B)(4)

Event description:
It was reported that there were problems with the radiofrequency (rf) head. The rf head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.